Event description:
A report that the patient's precision system was explanted and a new system was implanted. The patient's ipg migrated to the spine. The patient was re-implanted with a new ipg and paddle lead and is reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.